Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. However, the unit was received stuck in the motor error loop during bolus/basal delivery. The device was unable to be confirmed for the motor position encoder error alarm due to an over-written history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The pump also had cosmetic damage: cracked case at the display window corners and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error and his pump was unresponsive after that. The patient's blood glucose at the time of incident was 200 mg/dl. The customer stated that the motor error occurred after changing his infusion set; once he tried to fill his cannula the pump alarmed. Troubleshooting was initiated for the motor error alarm. The customer did not recall any significant events leading to the motor error issues. However, the customer did wear the pump during an MRI a few months ago. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.